Event description:
On 5/9/97 respironics received info indicating that a pt had expired shortly after experiencing some difficulty with his plv 100 volume ventilator. According to the homecare co, the pt's wife had phoned to report that the ventilator was alarming. She was advised to remove him from the current machine and place him on the spare unit. She did not wish to do this and indicated that the problem was resolved. She placed him instead on supplemental oxygen, which he was normally able to tolerate. It was reported the next day that the pt had expired, and was not using the ventilator at the time of death.